Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 32 mg/dl. The customer stated that she was walking at the time her blood glucose levels dropped. The customer stated that she was about to eat her food, but ended up passing out, and didn't get a chance to eat. The customer stated that she no longer feels the effects of hypoglycemia, and relies heavily on the sensors. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also stated that she has been removing the reservoir from the insulin pump while still being connected to the infusion set. Advised the customer to always disconnect from the infusion set when manipulating the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-07991.